Event description:
It was reported that the customer was running high over 600mg/gl and being hospitalized. The caller stated that the customer kept having high blood glucose after changing the site only. Troubleshooting was performed, and no damage to the drive support cap noted. Assisted the caller to run a manual prime test and the insulin did exit. Time, date, basal rates and bolus wizard settings were correct. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.